Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a turbo-ject® single lumen power-injectable PICC (part number upics-4.0-CT-nt-1111) from lot 9385031x was blocked. The patient was admitted to the hospital on (B)(6) 2019 for chemotherapy and the device was placed. On (B)(6) 2019 the patient returned back to the hospital for regular visit and found the PICC line was blocked. The doctor unblocked the PICC with urokinase and it was reported the device would continue to be monitored. It was reported the PICC line was maintained by positive pressure charge tube technique with saline solution, while the tube was closed with heparin. A needless adapter was not being used, only a heparin cap. The PICC was flushed with urokinase after the last infusion treatment before the PICC line was identified as blocked. A review of documentation including the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history file for lot 9385031x and for the PICC line lot ic9297862 revealed no related nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for this lot number. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendency to promote clots. As reported by amplatz, giaturco and others, (reference 2 - provided in the IFU) clot formation has less relation to type of catheter material than to size of catheter. Catheter maintenance: catheter entry side must be prepared and maintained in a manner consistent with standard procedure for central venous catheterization. After catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by physician. If catheter is not to be used immediately its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. (Reference 4). Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the information provided, no returned product and the results of our investigation, a definitive conclusion could not be established. The instructions for use provide guidelines on catheter maintenance to maintain the lumen of the catheter. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen power-injectable PICC became blocked during use. The device was implanted on (B)(6) 2019 upon hospital admission to administer chemotherapy to the patient. On (B)(6) 2019, the physician found the device to be blocked during a regular visit. It was reported that the physician "unchoked the PICC with urokinase" and kept monitoring. The PICC line was maintained by positive pressure charge tube technique with saline solution, while the tube was closed with heparin. A needless adapter was not being used, only a heparin cap. The PICC was flushed with urokinase after the last infusion treatment before the PICC line was identified as blocked. No adverse effects to the patient have been reported.